Event description:
It was reported that the downstream occlusion sensor was delaminated. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for evaluation. Visual inspection found the downstream occlusion (dso) seal was degraded. Service history review identified the device has not been serviced in the past. Functional testing was performed. The dso seal was replaced to resolve this issue.